Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. The caller declined to provide information on the impact to their blood glucose levels. Technical support instructed the customer to press the button firmly, but the issue persisted. As a result, the pump was set to be replaced, and the customer planned to use multiple daily injections as a backup therapy.